Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; ID: 1; inratio: 1.7; lab: 3.3. Date: 2008; ID: 2; inratio: 2.7; lab: 3.2. Date: 2008; ID: 3; inratio: 2.6; lab: 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time compliant was filed: the ID 1, 2, and 3 are within the confident limits as rev.2. Prod will not be investigated. Pt change of dosage of medication and this event is considered as adverse event.